Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 - device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed no data from the event date due to continued use. There was evidence of short battery life observed in the alarm history. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was corrosion observed inside of the battery compartment. A leak test was performed and a battery compartment leak was found. Current draws measured within the required specifications. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump emitted repeated cs 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.